Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications. The controller passed visual examination and functional testing. There is no evidence that a device malfunction caused or contributed to the reported event. However log file analysis revealed power switching events which was most likely due to communication anomalies between battery and controller. This was not an smr upgraded controller. The most likely root cause of the reported event can be attributed to communication anomalies between battery and controller. Heartware has opened an internal investigation to address premature switching anomalies. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) - expiration date: 06/30/2015 this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced power sources changing from one port to the other, earlier than expected. The devices were exchanged from stock, with no reported consequences or impact to the patient. No additional information provided. There are no apparent clinical causes for this event.

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported event of power sources changing from one port to the other was confirmed on controller and batteries (bat203824, bat203847, bat204102, bat204307, bat204346, bat213216, and con185551). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of bat203824's, bat203847's, bat204102's, bat204307's, bat204346's, and bat213216's manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving controller and batteries (con185551, bat203824, bat203847, bat204102, bat204307, bat204346, and bat213216). Analysis revealed that battery (bat204346) passed visual examination but failed functional testing as it was inoperable as received. Further analysis revealed that bat204346's inoperability was most likely due to a faulty internal weld. Faulty resistive welds are currently being investigated by manufacturer and supplier. The faulty weld likely did not contribute to the reported momentary disconnections. Analysis revealed that controller (con185551) passed visual examination and functional testing. Analysis of batteries (bat203824, bat203847, bat204102, bat204307, and bat213216) could not be performed since the devices were not returned for evaluation. The most likely root cause of the reported event can be attributed to momentary or temporary disconnects between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Controller - con185551/1407de - expiration date: 06/30/2015 - device manufacture date: 06/01/2014 - received: 07/07/2016, battery - bat203824/1650de - expiration date: 12/31/2015 - device manufacture date: 12/01/2014, battery - bat203847/1650de - expiration date: 12/31/2015 - device manufacture date: 12/01/2014, battery - bat204102/1650de - expiration date: 01/31/2016 - device manufacture date: 01/01/2015, battery - bat204307/1650de - expiration date: 01/31/2016 - device manufacture date: 01/01/2015, battery - bat213216/1650de - expiration date: 01/31/2017 - device manufacture date: 01/01/2016. (B)(4).

Manufacturer narrative:
(B)(4) mfg. Date: 12/31/2014 received: 03/17/2017, (B)(4). (B)(4) mfg. Date: 12/31/2014 received: 03/17/2017, (B)(4). (B)(4) mfg. Date: 01/07/2015 received: 03/17/2017, (B)(4). (B)(4) mfg.date: 01/14/2015 received: 03/17/2017, (B)(4). (B)(4) mfg. Date: 01/05/2016 received: 03/17/2017, (B)(4). It was reported that the patient was experiencing power switching events. The controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller and (B)(4) revealed that the devices passed visual examination and functional testing. However, failure analysis of (B)(4) revealed that the battery passed visual examination but failed functional testing as it was inoperable as received. Further analysis revealed that (B)(4)'s inoperability was most likely due to a faulty internal weld. Faulty resistive welds are currently being investigated under an internal investigation. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(4) initially was reported to be involved in power switching. However, after further review, it was determined that (B)(4) did not cause premature power switching events. However, there were instances where (B)(4) was involved in momentary disconnections that did not lead to premature power switching. As a result, the most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been open to evaluate the momentary disconnection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.